Event description:
It was reported that venflon 2 gn 18ga IV cannula 32mm was missing label information. This was discovered before use. The following information was provided by the initial reporter: unit has no batch, expiry and product description.

Manufacturer narrative:
H.6. Investigation summary: since no samples (including photos) were returned for the reported issue of ¿missing print of batch number, expiry and product description¿ with lot numbers 9094839 and 9036576 regarding item # 391457 the complaint could not be confirmed, and the root cause is undetermined. Bd bawal has not received any samples or photographs shared by the customer for investigation. The team has used the retention samples of lot number 9094839 for investigation of the reported defect. The retention samples were investigated for missing print of batch number, expiry and product description and found that no unit in the retention sample had any printing defect or missed printing on their unit pack. The DHR was reviewed for the batch number 9094839 and there was no reported complaint or qn raised on the same. The probable root cause that causes unit pack missing the print could be due to: 1. The carriage / rack setting get disturbed in the hapa printer. 2. Communication fault in hsa printer. 3. The printer ink nozzle got dry while running. 4. Hsa printer ink nozzle got dry while running. The team failed to simulate or detect the reported defect of failure. There is no photograph or customer returned sample to confirm the indicated defect. Based on the investigations performed on the retention samples the investigation team could not confirm the reported defect. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon 2 gn 18ga IV cannula 32mm was missing label information. This was discovered before use. The following information was provided by the initial reporter: unit has no batch, expiry and product description.